Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The glucose and albumin reagent lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested on the cobas 8000 c 702 module. The results of the affected sample are initially critical values and when repeated, the results are normal. The customer provided an example of one patient sample with discrepant results for gluc3 (glucose) and albumin. The customer ran controls after encountering the questionable results and controls were outside of range for several analytes. The sample initially resulted in the following values: glucose = 41 mg/dl. Albumin = 3.8 g/dl. The sample was repeated due to a failed laboratory delta check for albumin and glucose testing was repeated automatically by the analyzer. The repeat values are as follows: glucose = 80 mg/dl. Albumin = 2.5 g/dl.